Event description:
It was reported that the asymptomatic patient presented to clinic for normal follow up when noise was observed on the lead. The physician elected to explant and replace the lead. Upon inspection, de-lamination of the lead was noted. No further issues were noted for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.